Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, they had difficulty removing the stapler from the chest cavity. They changed the procedure to open abdomen, re-cut the rectum, and they used new stapler to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, they had difficulty removing the stapler from the chest cavity. They changed the laparoscopic procedure to open surgery; because the stapler could not take off, the doctor needed to cut off the tissue pinned by the stapler first which is equivalent to cutting a part of the rectum which is a permanent damaged and they used new stapler to complete the case. Surgical time was extended for more than 30 minutes.